Event description:
Boston scientific (bsc) crm received information that in (B)(6) 2009, this pacemaker had less than (B)(6) longevity remaining and today it stated less than (B)(6) remaining.

Manufacturer narrative:
A bsc crm technical services consultant discussed that this device is not included in any advisory populations. The consultant also discussed that discrepancy in longevity could be realistic as the longevity remaining rounds up and it could have been just above (B)(6) remaining in (B)(6). The caller expressed concern regarding premature battery depletion. No other adverse events have been reported. This issue will be re-evaluated if additional information is received. In (B)(6) 2011, this pacemaker was explanted for normal battery depletion. The device was not returned for testing. Therefore, device testing could not be performed. This product issue will be re-evaluated if additional information is received.